Event description:
A customer reported an error message was displayed. It is unk whether there was pt involvement. Add'l info was requested, but none has been rec'd to date.

Manufacturer narrative:
A sample is expected to return for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).